Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) there are nicks/cuts on the lens after injection. Additional information was requested and received stating the procedure was completed with the same lens and the lens remains implanted.

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of nicks/cuts on lens. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received, at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).